Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID :37761, serial# (B)(4), product type: recharger. Bent connector / cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the recharger wouldn't power up, wouldn't take a charge, the desktop charger wouldn't charge the recharger, and the connector pin was loose. After the consumer received a new power supply, the recharger was shutting off after being plugged into the power supply for 10 minutes, even after multiple tries. The buttons on the recharger were also not responding. A reset was performed and following this everything was working fine. No indication of patient harm. Additional information was received from the patient on (B)(6) 2016 stating that they experienced related symptoms of headache and pain in their neck and arms. They also noted that the issues had resolved after receiving the replacement recharger. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.